Event description:
Meter is reading in mmol/1 instead of mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). No product returned. Most likely underlying root cause: unit configured with wrong unit of measure.